Manufacturer narrative:
Philips has investigated this complaint. The customer confirmed that the firewall failed and requires replacement. This case was raised in error against an incorrect system ID and should have been raised against a new install in the same hospital. However, the service quote provided by philips was not accepted by the customer and therefore no further action could be performed by philips. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the firewall failed. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.